Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as it decreased from eight to five years in a one year time period. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. No adverse patient effects. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence suggesting a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as it decreased from eight to five years in a one year time period. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. No adverse patient effects. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence suggesting a device replacement procedure has been scheduled at this time. No adverse patient effects. Attempts were made to obtain additional information regarding device status, however, no response was provided. As of today, no information has been provided confirming whether this pacemaker has been replaced.